Event description:
It was reported that the insulin pump alarmed during the priming process. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose/flush motor support disk. The insulin pump received with scratched lcd window.